Manufacturer narrative:
Siemens filed the initial MDR (14-nov-2018). Additional information (14-nov-2018) was added in device manufacture date.

Manufacturer narrative:
Siemens filed the initial MDR and supplemental MDR s1 on 14-nov-2018. Additional information received (03-dec-2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample 1 (s1) mixer. The cse detailed the sample 1 arm, replaced vertical and horizontal belts, cleaned lubricated rails, inspected motor and motor coupling, verified perpendicularity. The cse ran mix and over mix tests. The s1 overmix results were within range but higher than typical. The new mixer was running high, glu assay was moved to server 3 until another mixer was received. The cse ordered and replaced the sample 1 mixer (s1). Ran sample 1 service mix which were within range. Siemens further investigated the issue and concluded this is not a reagent lot or method issue. There is no evidence of a product non-conformance. The cause of the discordant glu result is unknown. The investigation is unable to rule out a potential sample integrity issue.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qcs) were in range. The discordant glucose result was obtained on reagent server 1. Siemens recommended replacing the reagent probe. A siemens customer service engineer (cse) was dispatched to the customer site and checked the instrument health report and error log and found no errors. The cse ran repeatability check on all three levels of quality controls and the results were within specifications. The cse verified server 1 drain operation, sample probe 1 (s1) air knife 7.0 vacuum 14, reagent probe 1 (r1) air knife 6.5, vacuum 14.5, and sample probe 2 (s2) air knife 7.0, vacuum 14, which were within specifications. The cse ran alignment methods and overmix and inspected the sample 1 (s1) mixer and found no visual defects. The cse replaced and aligned the sample probe (s1) mixer and repeated alignments, and overmix tests. The cse returned to the customer site and replaced the s1 mixer as it was running high. The glu assay was moved to server 3. Calibration and qcs were within specifications. The cse ran sample 1 service mix methods, which were within range. The cse ran quick check, qcs and patient samples with no errors. The cause of the discordant, falsely low glu result may potentially be due to s1 mixer malfunction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.